Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r-waves were low on the right ventricular (rv) lead. The physician decided to cap and replace the pace/sense portion of the right ventricular (rv) lead. The defibrillation portion of the rv lead remains in use. Additionally, it was reported that during the rv lead revision procedure the right atrial (ra) lead dislodged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.